Event description:
The customer reported to olympus the evis exera ii colonovideoscope cleaning brush could not be inserted due to seeds clogging the insertion forceps. The reported issue occurred during reprocessing prior to an unknown diagnostic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material was clogging the cylinder that could not be removed. Additionally, there was no passage through the body control unit grip towards the insertion tube. This finding was due to incorrect reprocessing and or buckling of the channel. Due to this finding, a suction flow test could not be performed. It was also observed that the glue of the bending section cover was cracked. It was observed that there was minor buckling near the protector boot on the insertion tube. It was also observed that the up-down play knob was loose. Lastly, minor scratches were observed on the distal end plastic cover and on the light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Foreign material may not have been removed due to imperfection of proper reprocessing caused by failure of brush passage. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use (IFU): operation manual_ operation: suction_warning: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. Olympus will continue to monitor field performance for this device.